Event description:
Hcp reported patient was admitted for observation after being placed in MRI machine and setting it off inapprpriately. The patient was to have an MRI of their neck. As they got in the door or near the magnet, it set off their stimulator and it could not be shut off. The patient experienced intense pain and spasm in the scrotum, buttocks and legs. The pain was uncontrolled with medication. The patient was transferred to the ER where the device was removed and the wire cut. The patient was admitted because of all the medicine given and for observation. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.